Event description:
The customer stated that he opened a new carton of test strips and found the bottle cap open and loose test strips in the carton. The customer did not use the test strips, so no adverse events were alleged. Test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips will be sent to the customer.